Event description:
It was reported that the radio frequency programmer head was broken. The programmer head was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed functional testing due to the cable being out of electrical specification. (B)(4).